Manufacturer narrative:
Section d9: device available for evaluation: product was not received. However, a photograph was provided. Section d9: returned to manufacturer on: not applicable, as product was not received. Section h3: device evaluated by manufacturer: product was not evaluated. However, photograph was evaluated. Device evaluation: the customer photo was evaluated. The photo displays the suspect lens inside the patient's eye and a triangle-shaped damaged was observed on the center of the lens. Due to no product received, no further evaluation could be performed. Conclusion: the complaint issue lens damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was observed in the center of the optic of the eyhance toric intraocular lens (iol) after its insertion in patient's eye. A one-day follow-up was conducted, revealing that the patient's visual acuity (va) was 0.5 (decimal), after which an exchange surgery was performed. Post-procedure, patient is fully recovered. No further information provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: patient information not provided due to personal data privacy legislation/policy. Section e1: reporter telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.